Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotentials oversensing was observed. Programming change was recommended. Patient will be monitored remotely and with routine follow-up. No plans were made to make any programming changes at the time of the reported event.